Manufacturer narrative:
Information was received via medwatch mw5061905. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to continued pain and instability. Additionally, it was noted that the implant was tilted.

Manufacturer narrative:
No devices or photos were received with the complaint for inspection; therefore, the product condition is unknown and neither visual or dimensional evaluations could be performed. Review of device history records found no deviations or anomalies that would cause or contribute to the reported event. Review of compatibility for the knee components implanted together identified no issues. These devices are used for treatment. Primary and revision operative notes were not provided; therefore it is unknown whether the components were implanted with the correct fit and orientation as per surgical technique. There is also no available information regarding the patient¿s adherence to rehabilitation protocol or any other patient factors that may influence the performance of the device. The risks of instability and pain are addressed through the package inserts for all the devices related to this event. The package inserts list dislocation and/or joint instability as well as pain as potential adverse effects. A definitive root cause cannot be identified with the information provided.